Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010 (not sure of actual date), inratio: 1.2, lab: 3.8.

Manufacturer narrative:
Two inratio meters were reported inratio meter: part# 100137,(B)(4), 510(k) 0219253. Inratio2 meter: part# 200457, (B)(4), 510(k) 072727. Investigation pending.